Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, an unexpected cgm app shut off occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint allegation could not be determined. A root cause could not be determined.